Manufacturer narrative:
The complete patient identifier is mr# (B)(6). Mfg site name - (B)(4). The complainant indicated that the device is contaminated and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a lynx system was used during a mid urethral placement procedure on (B)(6) 2016. According to the complainant, during the procedure, the patient had a bladder perforation and seen through cystoscopy that there was bleeding noted from it. The physician cauterized the hole to stop bleeding, but they realized that the trauma happened outside the bladder. The patient underwent open abdominal surgery to successfully cauterize tissue trauma stopping the bleeding, and the cystotomy (bladder perforation) was sutured. The procedure was not completed due to this event. The patient had an abdominal incision from open surgery and leaking is still noted but otherwise fine after procedure.